Event description:
The catheter was inserted in the left elbow in 2009. Two weeks later, the nurse found the catheter broken at the oval disk.

Manufacturer narrative:
The sample was received on 07/28/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.